Manufacturer narrative:
The device was used for treatment, not diagnosis. Date of event: tjoumakaris, p., et al., patellofemoral instability in athletes - treatment via modified fulkerson osteotomy and lateral release (2010). The american journal of sports medicine, vol. 38, no. 5, pp. 992-999. United states. This report is for unknown synthes ao 4.5mm cortical screws, unknown quantity, unknown lot. Product code: hwc. (B)(4): revision surgery to remove implanted hardware for unknown symptoms. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: tjoumakaris, p., et al., patellofemoral instability in athletes - treatment via modified fulkerson osteotomy and lateral release (2010). The american journal of sports medicine, vol. 38, no. 5, pp. 992-999. United states. The purpose of the study was to examine the efficacy of treatment of patellofemoral instability to diminish episodes of subluxation and dislocation, along with symptoms of pain and instability. The study included 34 patients (30 females and 4 male) with a mean age of 20.05 years (range, 14-54 years ). Patients were implanted with two to three synthes ao 4.5mm cortical screws. The following complications were reported: 20 patients underwent revision to remove hardware due to unknown product-related symptoms; one patient developed patellar tendinitis postoperatively; one patient developed a saphenous neuroma; one patient developed a hypertrophic scar. This is report 1 of 1 for (B)(4). This report is for unknown synthes ao 4.5mm cortical screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Updated category to "adverse event"; removed "product problem". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.